Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the cutter fell out due to debris in the drive shaft from improper cleaning and the safety lock was broken (powerbroken) due to improper operation of the motor while in use. It was determined that the cause of the power broken was due to failure to follow the directions for use and running the device in the safe or load position. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device was power broken. It was further reported that the cutter dropped out when running. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.